Manufacturer narrative:
The vessel sealer extend instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history indicates that there are no other complaints for this product. No image or procedure video was provided for review. The lot # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. Refer to the report with patient identifier (B)(6) for the issue with the other vessel sealer extend. This complaint is being reported based on the following conclusion: it was reported that tissue was sticking to the jaws of the vessel sealer extend. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the vessel sealer extend instrument jaw was sticky. The customer indicated this occurred during two different procedures with two different vessel sealer extend instruments. The tissue would stick to one side or the other of the jaws. The customer stated that maybe the coating was not smooth. The customer confirmed that there was no patient injury and the procedures were completed robotically. The customer did not note any errors. The vessel sealer extend instruments will not be returned. The issue was resolved issue by continuing with the instrument, using other instruments to aid in holding tissue down while opening jaws, and intermittently removing the instrument to wipe the vessel sealer extend instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the target tissue was omental fat surrounding the stomach. There was no tissue damage and no medical intervention was required to address the issue.